Event description:
It was reported that the patent underwent an implantable neurostimulator and lead extension replacement. The patient had experienced a loss of pain coverage. High impedances were measured and a lead extension fracture at the implantable neurostimulator interface was discovered. The patient recovered from the replacement without sequela.